Event description:
The patient was undergoing an elective laparoscopic cholecystectomy. The surgeon and the first assistant asked for the co2 gas to be turned on. Normally, the light cable is not turned on until it is attached to the lens. However, in this case, when staff turned on the gas, they also turned on the light at the same time. The light cable was not attached to the lens yet. The nurse said she thought it was attached and that the surgeon was ready for the light source to be turned on. The light cable was actually laying on top of the surgical field on the patient's left thigh. Staff estimates that a few minutes passed by when they smelled something burning and noticed smoke coming from the drapes at the patient's left thigh. They immediately unplugged the light source, removed the drapes, and put a wet cold towel over the site. There was a small hole estimated to be the size of a cigarette burn and less than the size of a dime on the drape and the towel beneath it. There were several layers of blankets and sequential compression hose underneath before reaching the patient's skin--none of these layers were affected and the patient's skin remains intact. There was no injury to the patient or to the staff. Staff did not see a visible flame. Their first alert that something was wrong was a burning odor. The staff and surgeon involved in the case have used this equipment before: this was their first experience with a surgical fire. We recently completed surgical fire drills in the or (operating room), which staff indicated were helpful to them in knowing how to quickly handle the situation. Staffs were able to correctly identify that all three elements of the fire triangle were present in this case. Biomed was contacted and evaluated the equipment involved in the case. The light source and cable were fully functional and were returned to use. The packaging from the drape material and the drape was discarded. The towel also was discarded.